Manufacturer narrative:
The replaced power pcb assembly was further evaluated by physio control. It was determined that the root cause of the reported issue is electrical damage to components caused by liquid ingress of device.

Event description:
A third party service agent contacted physio control to report that their customer's device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
A third party service agent evaluated the customer's device and verified the reported issue. After the replacement of the power pcb assembly, proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer. The replaced therapy pcb assembly was sent to physio control for the further evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio control to report that their customer's device would not power on. There was no patient use associated with the reported event.